Event description:
Device 1 of 2:reference MFR. Report#: 1627487-2015-05614 . Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue(s).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been receiving uncomfortable stimulation. The patient also began to receive ineffective stimulation after experiencing unspecified trauma. An impedance check revealed high impedance. Troubleshooting/reprogramming was unsuccessful. X-rays were ordered, but the results are unknown. The patient will undergo surgical intervention to provide resolution.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05614. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor decided to explant and replace the patient's extension. Regardless, the patient's lead still showed high/invalid impedance. The doctor also electively explanted the patient's ipg. Further surgical intervention in reference to the patient's lead and implantation of a replacement ipg will take place on a later date. An initial report is being submitted in correlation to this report on behalf of the surgical intervention that took place on (B)(6) 2015.